Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. The root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: unable to confirm the customer failure, no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited an unsupported scope error message when it was plugged. The event was during setup for an unspecified procedure, and there were no reports of patient harm.